Event description:
It was reported that the pacemaker was programmed to vvi 30 but was pacing at 90 beats-per-minute during a threshold test. The pacemaker was not inhibiting pacing during the threshold test, and a notification about a magnet appeared. The field representative checked the area but there were no verifiable magnets present. The patient is pacing dependent, and the pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker was programmed to vvi 30 but was pacing at 90 beats-per-minute during a threshold test. The pacemaker was not inhibiting pacing during the threshold test, and a notification about a magnet appeared. The field representative checked the area but there were no verifiable magnets present. The patient is pacing dependent, and the pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) for the purpose of therapy adjustment for the patient. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the pacemaker was programmed to vvi 30 but was pacing at 90 beats-per-minute during a threshold test. The pacemaker was not inhibiting pacing during the threshold test, and a notification about a magnet appeared. The field representative checked the area but there were no verifiable magnets present. The patient is pacing dependent, and the pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) for the purpose of therapy adjustment for the patient. No adverse patient effects were reported.